Event description:
It was reported that the procedure was to treat a heavily tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 3x15mm traveler rx balloon dilatation catheter (bdc) was advanced; however, it could not cross the heavily tortuous anatomy to reach the target lesion. Resistance was met during removal of the bdc, and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.